Event description:
Surgeon reported three post op conditions; two had synovitis in the knee joint suggesting problems from the femoral screw. Dates, pt info and exact descriptions of the incidents are unknown. He was very concerned about this as it affects the way he rehabs his pts; three had sterile abscesses on the tibial side. These three cases occurred in 2006. In all cases the acl graft was strong and the knee was stable; the surgeon puts all of his screw in betadine before inserting them and uses vicryl suture for whipstitching of the grafts.

Manufacturer narrative:
No product is being returned for eval. No conclusion could be made for the reported pt's conditions.